Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and verified the reported issue. The se replaced the graphic user interface (gui) central processing unit (cpu) and the breath delivery (bd) printed circuit board (pcb). The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, a 980 ventilator would not boot up. The ventilator was not in use on a patient at the time the event occurred.

Manufacturer narrative:
Device evaluation summary: one breath delivery (bd) central processing unit (cpu) printed circuit board (pcb) was returned to medtronic for further analysis. A visual inspection of the returned board shows no anomalies. The bd pcb was attached to the failure investigation (f.I) test ventilator and on power up, the graphical user interface (gui) display screen was blank, and the following messages appeared on the status display screen: "status display resetting" and "download mode¿. This message appears during the software download process. After successfully downloading the software, the unit was powered on and it successfully passed all testing. One gui cpu pcb was returned to medtronic for further analysis. A visual inspection of the returned board shows no anomalies. The gui pcb was attached to the failure investigation (f.I) test ventilator and on power up, the gui display screen was blank, and the following messages appeared on the status display screen: "status display resetting" and "download mode¿. This message appears during the software download process. After successfully downloading the software, the unit was powered on and it successfully passed all testing. If information is provided in the future, a supplemental report will be issued.